Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had sensor issues. Customer stated the sensor would fall off from their body. The customer also reported receiving a calibration error alert. The customer's blood glucose was 400 mg/dl at the time of incident. The customer also reported the sensor was alerting them of a low, prompting the threshold suspend feature. Troubleshooting was not completed for the customer's high blood glucose. The customer declined to return the sensor for analysis.